Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent could not cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts in the first proximal row were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent could not cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.